Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a critical pump error alarm. The customer's blood glucose was 8.3 mmol/l at the time of incident. The customer was advised to disconnect from the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. Moisture damage was also found on the motor and vibrator motor. Unable to perform displacement, rewind, seating and basic occlusion due to blank display. Unable to verify software error detected and hardware low level failure alarms due to blank display. The insulin pump had scratched case and fading serial number label.